Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a "ventilator service required" alarm occurred during use on a patient. There was no harm or injury reported. The device was returned a service center and during the evaluation the reported alarm was not duplicated. The device error log was reviewed and revealed that the corresponding alarm was e-202. The speaker assembly was replaced based on the error contents. In addition, contamination was confirmed inside the flow sensor. The flow sensor was replaced though no abnormality in the function was observed. Correction: after further review of this complaint, it has been determined that this event is not reportable since there are no other error codes in the event log that would suggest a failure of either the therapy buzzer or the power buzzer, which are backups in the event of a primary speaker fail. Given this and the reportability guidance in ER 2239283 this event is not reportable.

Event description:
The manufacturer received information alleging a "ventilator service required" alarm occurred during use on a patient. There was no harm or injury reported. The device was returned a service center and during the evaluation the reported alarm was not duplicated. The device error log was reviewed and revealed that the corresponding alarm was e-202. The speaker assembly was replaced based on the error contents. In addition, contamination was confirmed inside the flow sensor. The flow sensor was replaced though no abnormality in the function was observed.